Manufacturer narrative:
(B)(4). The insulin ump had cracked and bleeding lcd glass, cracked reservoir tube lip and minor scratched display window.

Event description:
The customer's parent reported via phone call that the insulin pump dropped on the sidewalk. The screen sustained cracks. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.